Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received twelve inappropriate shocks as the device¿s pr logic failed. It was noted that the wavelet was not applied as the ventricle was just barely faster than the atrial. The device remains in use. No further patient complications have been reported as a result of this event.